Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue was not duplicated. However, visual inspection found delaminated downstream occlusion (dso) seal. This indicated a reportable malfunction based on the delaminated dso. The cause of the reported issue was an outdated software. The downstream occlusion seal and motor were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device was returned for the pump did not power on. During physical inspection, it was found that there was a delaminated downstream occlusion (dso) seal. There was no patient involvement, no patient injury was reported.